Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain ("severe abdominal pain/ abdominal pain") and neoplasm malignant ("cancer") in a 33-year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no.". The patient's past medical history included multigravida, live birth (15feb2002, 13jun2005) in 2002, live birth in 2005, amenorrhea, anemia, dysfunctional uterine bleeding, endometriosis, gastroesophageal reflux disease (nature of treatment - esophagogastroduodenoscopy and omeprazole), heart murmur (nature of treatment - EKG), hydrosalpinx, micturition frequency increased (nature of treatment - cystoscopy), ptosis of eyelid (nature of treatment -right eye surgeries and reconstruction), uterine prolapse, weakness, nicotine dependence, bronchitis, heart murmur, abortion in 2011, diarrhea, incomplete bladder emptying, cystocele, kidney stones (nature of treatment - extracorporeal shock wave lithotripsy), wisdom teeth removal, eye operation, colposcopy on 1-feb-2012 and abortion in 2011. Previously administered products included for itchiness (reaction rash, anxiety): penicillin; for an unreported indication: mirena on 2-feb-2013. Concurrent conditions included overweight. Family history included kidney stones (mother), bladder cancer (maternal grandfather), mental disorder (mother) and malignant neoplasm of ovary (maternal grandmother). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2015, lidocaine (xylocaine), naproxen since (B)(6) 2015, omeprazole since 2011 and oxycodone since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), the first episode of alopecia ("hair loss") and nausea ("nausea"). On 4-apr-2014, the patient experienced teratoma ("teratoma"), neoplasm ("tumor") and neoplasm malignant (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal - : bacterial vaginosis)"). On an unknown date, the patient experienced back pain ("severe back pain/ low back pain/ lumbar area pain"), menstrual disorder ("abnormal menstrual bleeding"), the first episode of dyspareunia ("painful intercourse"), the first episode of migraine ("migraine headaches"), the second episode of alopecia ("hair loss"), the second episode of migraine ("migraines"), headache ("headaches/ cephalic pain"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), abnormal loss of weight ("weight gain /loss (specify which one) - significant loss"), dysuria ("dysuria") and ovarian cyst ("other injury (ies) or complications -partially collapsed cyst in the left ovary"). The patient was treated with metronidazole (flagyl), oxycocet (percocet), paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent hysterectomy with bilateral salpingectomy to removed essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, the last episode of alopecia, bladder disorder, urinary tract disorder, tooth disorder, fatigue, nausea, teratoma, neoplasm, neoplasm malignant, vaginal haemorrhage, bacterial vaginosis, the last episode of dyspareunia, abnormal loss of weight, dysuria and ovarian cyst had resolved and the last episode of migraine and headache had not resolved. The reporter considered abdominal pain, abnormal loss of weight, back pain, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, dysuria, fatigue, headache, menorrhagia, menstrual disorder, nausea, neoplasm, neoplasm malignant, ovarian cyst, teratoma, tooth disorder, urinary tract disorder, vaginal haemorrhage, the first episode of alopecia, the first episode of dyspareunia, the first episode of migraine, the second episode of alopecia, the second episode of dyspareunia and the second episode of migraine to be related to essure. The reporter commented: because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. She also had allergy to latex gloves¿ swells (reaction swelling, rash, facial swelling, cracking of skin). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2014, she had CT /CT abdomen & pelvic with contrast with impression of no evidence of acute appendicitis. A partially collapsed cyst in the left ovary with trace free fluid in the pelvis. On (B)(6) 2015, she had surgical pathology report on gross description: received in formalin labeled with the patient's name, "bilateral tubes with coils" and consists of two unoriented fimbriated fallopian tubes. Fallopian tube measures 6.6 cm in length x 0.7 cm in diameter. The serosa is purple-pink and smooth. The fallopian tube is serially-sectioned to reveal a pinpoint spongy lumen. There is a 1.4 cm in length x 0.2 cm in diameter silver coiled wire in place. Fallopian tube measures 7.0 cm in length x 0.7 cm in diameter. The serosa is tan-pink and smooth. The fallopian tube is serially-sectioned to reveal a pinpoint spongy lumen. Additionally received within the same specimen container is a 1.1 cm in length x 0.2 cm in diameter silver coiled wire. Representative sections of the specimen are submitted in two cassettes. 1 -longitudinally sectioned fimbriae and fallopian tube. 2- longitudinally sectioned fimbriae and fallopian tube. Her current weight 160.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain ("severe abdominal pain/ abdominal pain") and neoplasm malignant ("cancer") in a 33-year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no.". The patient's past medical history included multigravida, live birth (B)(6) 2002, (B)(6) 2005) in 2002, live birth in 2005, amenorrhea, anemia, dysfunctional uterine bleeding, endometriosis, gastroesophageal reflux disease (nature of treatment - esophagogastroduodenoscopy and omeprazole), heart murmur (nature of treatment - EKG), hydrosalpinx, micturition frequency increased (nature of treatment - cystoscopy), ptosis of eyelid (nature of treatment -right eye surgeries and reconstruction), uterine prolapse, weakness, nicotine dependence, bronchitis, heart murmur, abortion in 2011, diarrhea, incomplete bladder emptying, cystocele, kidney stones (nature of treatment - extracorporeal shock wave lithotripsy), wisdom teeth removal, eye operation, colposcopy on 1-feb-2012 and abortion in 2011. Previously administered products included for itchiness (reaction rash, anxiety): penicillin; for an unreported indication: mirena on 2-feb-2013. Concurrent conditions included overweight. Family history included kidney stones (mother), bladder cancer (maternal grandfather), mental disorder (mother) and malignant neoplasm of ovary (maternal grandmother). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 30-jun-2015, lidocaine (xylocaine), naproxen since 30-jun-2015, omeprazole since 2011 and oxycodone since 18-jan-2013. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), the first episode of alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2014, the patient experienced teratoma ("teratoma"), neoplasm ("tumor") and neoplasm malignant (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal - : bacterial vaginosis)"). On an unknown date, the patient experienced back pain ("severe back pain/ low back pain/ lumbar area pain"), menstrual disorder ("abnormal menstrual bleeding"), the first episode of dyspareunia ("painful intercourse"), the first episode of migraine ("migraine headaches"), the second episode of alopecia ("hair loss"), the second episode of migraine ("migraines"), headache ("headaches/ cephalic pain"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), abnormal loss of weight ("weight gain /loss (specify which one) - significant loss"), dysuria ("dysuria") and ovarian cyst ("other injury (ies) or complications -partially collapsed cyst in the left ovary"). The patient was treated with metronidazole (flagyl), oxycocet (percocet), paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent hysterectomy with bilateral salpingectomy to removed essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, the last episode of alopecia, bladder disorder, urinary tract disorder, tooth disorder, fatigue, nausea, teratoma, neoplasm, neoplasm malignant, vaginal haemorrhage, bacterial vaginosis, the last episode of dyspareunia, abnormal loss of weight, dysuria and ovarian cyst had resolved and the last episode of migraine and headache had not resolved. The reporter considered abdominal pain, abnormal loss of weight, back pain, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, dysuria, fatigue, headache, menorrhagia, menstrual disorder, nausea, neoplasm, neoplasm malignant, ovarian cyst, teratoma, tooth disorder, urinary tract disorder, vaginal haemorrhage, the first episode of alopecia, the first episode of dyspareunia, the first episode of migraine, the second episode of alopecia, the second episode of dyspareunia and the second episode of migraine to be related to essure. The reporter commented: because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. She also had allergy to latex gloves¿ swells (reaction swelling, rash, facial swelling, cracking of skin). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2014, she had CT /CT abdomen & pelvic with contrast with impression of no evidence of acute appendicitis. A partially collapsed cyst in the left ovary with trace free fluid in the pelvis. On (B)(6) 2015, she had surgical pathology report on gross description: received in formalin labeled with the patient's name, "bilateral tubes with coils" and consists of two unoriented fimbriated fallopian tubes. Fallopian tube measures 6.6 cm in length x 0.7 cm in diameter. The serosa is purple-pink and smooth. The fallopian tube is serially-sectioned to reveal a pinpoint spongy lumen. There is a 1.4 cm in length x 0.2 cm in diameter silver coiled wire in place. Fallopian tube measures 7.0 cm in length x 0.7 cm in diameter. The serosa is tan-pink and smooth. The fallopian tube is serially-sectioned to reveal a pinpoint spongy lumen. Additionally received within the same specimen container is a 1.1 cm in length x 0.2 cm in diameter silver coiled wire. Representative sections of the specimen are submitted in two cassettes. 1 -longitudinally sectioned fimbriae and fallopian tube. 2- longitudinally sectioned fimbriae and fallopian tube. Her current weight 160.00 lbs. Most recent follow-up information incorporated above includes: on 17-may-2018: all of her symptoms, except for the headache and migraines, resolved a yesar after essure removal. Outcome of events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain ("severe abdominal pain/ abdominal pain") and neoplasm malignant ("cancer") in a (B)(6) year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no.". The patient's past medical history included multigravida, live birth ((B)(6) 2002, (B)(6) 2005) in 2002, live birth in 2005, amenorrhea, anemia, dysfunctional uterine bleeding, endometriosis, gastroesophageal reflux disease (nature of treatment - esophagogastroduodenoscopy and omeprazole), heart murmur (nature of treatment - EKG), hydrosalpinx, micturition frequency increased (nature of treatment - cystoscopy), ptosis of eyelid (nature of treatment -right eye surgeries and reconstruction), uterine prolapse, weakness, nicotine dependence, bronchitis, heart murmur, abortion in 2011, diarrhea, incomplete bladder emptying, cystocele, kidney stones (nature of treatment - extracorporeal shock wave lithotripsy), wisdom teeth removal, eye operation, colposcopy on (B)(6) 2012 and abortion in 2011. Previously administered products included for itchiness (reaction rash, anxiety): penicillin; for an unreported indication: mirena on (B)(6) 2013. Concurrent conditions included overweight. Family history included kidney stones (mother), bladder cancer (maternal grandfather), mental disorder (mother) and malignant neoplasm of ovary (maternal grandmother). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2015, lidocaine (xylocaine), naproxen since (B)(6) 2015, omeprazole since 2011 and oxycodone since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), the first episode of alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2014, the patient experienced teratoma ("teratoma"), neoplasm ("tumor") and neoplasm malignant (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal - : bacterial vaginosis)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ low back pain/ lumbar area pain"), menstrual disorder ("abnormal menstrual bleeding"), the first episode of dyspareunia ("painful intercourse"), the first episode of migraine ("migraine headaches"), the second episode of alopecia ("hair loss"), the second episode of migraine ("migraines"), headache ("headaches/ cephalic pain"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain /loss (specify which one) - significant loss"), dysuria ("dysuria") and ovarian cyst ("other injury (ies) or complications -partially collapsed cyst in the left ovary"). The patient was treated with metronidazole (flagyl), oxycocet (percocet), paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent hysterectomy with bilateral salpingectomy to removed essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, bladder disorder, urinary tract disorder, tooth disorder, fatigue, nausea, teratoma, neoplasm, neoplasm malignant, the last episode of migraine, headache, vaginal haemorrhage, bacterial vaginosis, the last episode of dyspareunia, weight decreased, dysuria and ovarian cyst outcome was unknown and the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia and the last episode of alopecia had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, dysuria, fatigue, headache, menorrhagia, menstrual disorder, nausea, neoplasm, neoplasm malignant, ovarian cyst, teratoma, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased, the first episode of alopecia, the first episode of dyspareunia, the first episode of migraine, the second episode of alopecia, the second episode of dyspareunia and the second episode of migraine to be related to essure. The reporter commented: because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. She also had allergy to latex gloves¿ swells (reaction swelling, rash, facial swelling, cracking of skin). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2014, she had CT /CT abdomen & pelvic with contrast with impression of no evidence of acute appendicitis. A partially collapsed cyst in the left ovary with trace free fluid in the pelvis. On (B)(6) 2015, she had surgical pathology report on gross description: received in formalin labeled with the patient's name, "bilateral tubes with coils" and consists of two unoriented fimbriated fallopian tubes. Fallopian tube measures 6.6 cm in length x 0.7 cm in diameter. The serosa is purple-pink and smooth. The fallopian tube is serially-sectioned to reveal a pinpoint spongy lumen. There is a 1.4 cm in length x 0.2 cm in diameter silver coiled wire in place. Fallopian tube measures 7.0 cm in length x 0.7 cm in diameter. The serosa is tan-pink and smooth. The fallopian tube is serially-sectioned to reveal a pinpoint spongy lumen. Additionally received within the same specimen container is a 1.1 cm in length x 0.2 cm in diameter silver coiled wire. Representative sections of the specimen are submitted in two cassettes. Longitudinally sectioned fimbriae and fallopian tube. Longitudinally sectioned fimbriae and fallopian tube. Her current weight (B)(6) lbs. Most recent follow-up information incorporated above includes: on 16-feb-2018: reporters added case become medically confirmed and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data, concomitant drugs, treatment drug were added. Updated suspect drug inaction and lot number as b71763.on (B)(6) 2014, she implanted essure. Added events abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, bladder or urinary problems or changes, migraines/headaches, migration of essure device location, nausea, dental problems, dyspareunia, tumor/ teratoma /cancer, pain, fatigue and did you undergo an essure confirmation test - no. In (B)(6) 2015, she had removed essure device. Updated events and onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In march 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy to removed essure devices.). Essure was removed in march 2014. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results: on (B)(6)2013, the patient had hysterosalpingogram test performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.